Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown reasons. Patient previously had a sling device implanted in "20007". No information about the patient outcome is available at the moment. Additional information received. Patient experienced mild leakage 15 years after initial advance placement. Sling worked fine but the patient wanted to be further continent. Sling remains implanted.